Event description:
It was reported that on (B)(6) 2026, a 31mm epic plus mitral valve was chosen for a mitral valve replacement (mvr) procedure. After sizing had been performed, a rinsing was performed by a nurse, and the valve was handed to the operator with the handle still attached, after which the ratcheting system was applied. Subsequently, when sutures were placed on the cuff, the holder was detached, and the valve was dropped onto the floor and was contaminated. There was looseness in the handle, and it is possible that the holder had not been properly engaged. The holder detached on its own and fell. It was not due to a mistake by the physician. A new 31mm epic plus mitral valve was chosen and completed the procedure while patient on bypass. There was no reported adverse consequences and there was no delay in the procedure. The patient was reported discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.